Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. Fiducials were not administered prior to spaceoar implantation and the procedure was done under general anesthesia. Spaceoar vue was injected after a prostate low dose-rate (ldr) brachytherapy. During the procedure, the physician had an easy hydrodissection but needed a lot of pressure when injecting the spaceoar vue. The patient went into urinary retention after the procedure. He also experienced discomfort and perineal/penile pain. Magnetic resonance imaging (MRI) was performed post procedure and it showed that the gel was tracking down lateral to the penile bulb on the right and still anterior to the rectum. The physician believed this caused patient discomfort and pain. The patient had catheter to treat the urinary retention but he was still in retention when the catheter came out a week later. The discomfort was treated with gabapentin as conservative management. The physician will try to have the patient do intermittent self-catheterization, and if he cannot do it the physician will consider a suprapubic catheter. As for the pain, if it persists, the physician will refer the patient to pain management for a nerve block. The patient did not received external beam therapy, just brachytherapy seed implant.